Manufacturer narrative:
D2a -common device name- corrected to wire, guide, catheter. D4- expiration date-updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the guidewire was returned and was noted to be broken/fractured approx. 191 cm from the proximal end. There was evidence of stretching to the distal coil. The core wire distal end was observed through the distal tip dome. The functional inspection was not required. The reported event guidewire broken/fractured during use was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician attempted to pass the guidewire through the lesion site, repeatedly rotating it clockwise and counterclockwise. When manipulating the proximal end of the guidewire, there was no feedback from the distal end. The physician immediately withdrew the guidewire and found that it had fractured. During analysis, the guidewire was noted to be fractured with stretching noted to the distal coil. Additional information indicates that continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was moderately tortuous. It is probable that the guidewire fractured as a result of the repeated rotating and manipulation of the guidewire during the attempt to pass the guidewire through the lesion site. Based on the review of all available information an assignable cause of procedural factors will be assigned to the reported event guidewire broken/fractured during use and to the analyzed event guidewire broken/fractured during use and guidewire distal tip stretched, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a procedure for the middle cerebral artery internal carotid artery lesion, the physician attempted to pass the guidewire through the lesion site. When manipulating the proximal end of the guidewire, there was no feedback from the distal end. The physician immediately withdrew the guidewire and found that it had fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure for the middle cerebral artery internal carotid artery lesion, the physician attempted to pass the guidewire through the lesion site. When manipulating the proximal end of the guidewire, there was no feedback from the distal end. The physician immediately withdrew the guidewire and found that it had fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.